Event description:
It was reported this balloon was inflated approximately 15-20 times during dilatation of an arteriovenous hemodialysis access management graft procedure. Upon withdrawal, the balloon detached and remained in the graft. The balloon was surgically removed with no complications to the pt. Follow-up revealed this balloon was inflated multiple times and used to break up clot. It was also indicated an introducer sheath was not used during this procedure. Therefore, co believes these factors may have contributed to this event. This device was rec'd, evaluated and retained by this MFR. The balloon was detached from the catheter shaft upon receipt. The catheter shaft was kinked and stretched approximately 6.0 to 8.8 cm's from the distal tip. The distal half of the catheter shaft was elongated. The balloon was wrinkled and completely detached with only adhesive remaining on the bond areas. Balloon ruptue or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open an usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Directions for use state: ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arterivenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended...when inserting a catheter through a badly scarred area, use of an introducer sheath is recommended...do not advance the guidewire or the balloon dilatation catheter if resistance is met without first determining the cause of resistance and taking remedial action."